Event description:
It was reported that the device was used during an unknown procedure. It was reported that the device was misfiring during use. It is unknown how the case was completed. There was no consequence to the pt.